Event description:
An inquiry was received regarding a hydrothermablation (hta) procedure to the boston scientific corp website/email. The inquiry read as follows: "has anyone ever heard of a vesico-vaginal fistula as a complications of hydrothermablation?" Although several attempts were made to obtain additional follow up, there is not further info regarding this event.

Manufacturer narrative:
The suspect device has not been returned; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.